Event description:
Patient had been admitted with perm-cath in right chest for dialysis which was placed at another facility, not by (B)(6). (B)(6) 2012 at 0400 am, the patient was found with a large amount of blood all over the bed and floor. She was unresponsive and a code was called. She was unable to be resuscitated. During the shift the caps to the ports of the perm-cath were changed by the nurse. The caps may not have been placed on the ports correctly by the nurse at the time they were changed, and from the nurses memory the clamps were not clamped by nurse. Due to the emergency response and resuscitation process the caps were not located during the resuscitation and were not searched for or thought of until after the event. The perm-cath was in good working order with no defects detected upon review of the cath.